Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl via an implantable pump. The patient reported that "for about 5 days or so" her pump has been alarming because it is empty. The patient was "not feeling right" and is all messed up and was going through withdrawals because the pump is empty. The patient stated they had moved to a different state and stated the dose and concentration was 1075 mcg/ml but then the doctor decreased it to 275 mcg/ml with 2 bolus's per day so she could move. Per the patient the physician did the decrease all at once. The patient had been to 2 ER¿s (emergency room) but they would not do anything with the pump. The patient requested physician listings. Additional information was received from the healthcare provider via a company representative who reported that per the patient¿s family, the patient was not herself right now and was sleeping a lot. It was unknown if there were any environmental, or external factors that may have led or contributed to the issue. The physician¿s office was trying to contact the family and have them go to the ER. The patient is not currently a patient of this particular physician, so information was not readily available. The office was having difficulty contacting the family and determining what exactly was going on. The issue was not resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event.